Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The patient has had many episodes of noise reversion. The noise was reproducible in clinic with isometrics. No medical intervention or patient symptoms were reported.